Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the customer had resolved the issue by rebooting the station to reinitialize the biometric identifier. After the reboot, the customer verified that the biometric identifier was functional, and multiple end users successfully logged in using the biometric identifier. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no indicator lights appeared during scanning, and the biometric identifier scanner displayed a required maintenance message. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.